Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they have noticed air bubbles at the connection between the cartridge and infusion set. The reporter indicated that they are making sure to prime out the air bubbles before using, but the bubbles will reappear. This report is being made based on the allegation of air bubbles in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.